Event description:
In 2001 the pt was admitted with unstable angina. Percutaneous intervention was attempted on the mid-segment of the right coronary artery with 95% stenosis, resulting in thrombosis of the vessel. An emergency CABG procedure was performed and the ascending aorta was found to be severely calcified, but an area suitable for the aortic connector was located by palpation. A saphenous vein graft was anastomosed with an aortic connector to the right posterior descending artery. On postoperative day one, despite a significant increase of troponin (414), the pt was hemodynamically stable. Supraventricular arrhythmias occurred but resolved spontaneously. Later that day, an episode of ventricular fibrillation occurred. After unsuccessful defibrillation and closed-chest cardiac massage, the sternum was opened and massive hemopericardium was found. Leakage from the proximal anastomosis site, which involved one-fourth of the connector's circumference, was found and repaired in the ICU. Despite prompt resuscitative attempts, the pt expired. The pt had a history of copd. Wegener's granulomatosus, and a long history of tobacco use. Two years prior, ptca was performed due to 60% stenosis of the rca.